Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred at start of the vascular angiography surgery. The procedure was cancelled, and it was re-scheduled after the system restored. Customer reported to philips service engineer that the system was unable to produce the exposure. Upon troubleshooting actions, customer identified the ippc (image processing computer) power supply issue. Customer was repaired to resolve the issue. After repair, the system was returned to use in good working order.